Manufacturer narrative:
Insufficient information was available to complete a thorough investigation. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.